Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is down and display monitor was off. The fse resolve the issue by connecting the hdd directly to the motherboard and restoring the ghost image. After connecting the hdd directly to the motherboard, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system display monitor was off. It was later confirmed that there was a host pc issue. The system was not in clinical use and no harm has been reported. The system became functional after the board software was downloaded for the ippc component. Philips has started an investigation of the complaint.